Event description:
It has been reported to co that the outer nylon jacket of the catheter had partially separated, and the catheter was difficult to remove from patient. There was no patient injury and no surgical intervention required.